Event description:
Unable to confirm lv capture with presenting egm as the lv2 to rv coil egm shows initial positive deflection and is programmed lv>rv offset to oms. Daily lv threshold readings demonstrate fluctuation in obtained values and may represent possible intermittent lv capture. Safety margin of 0.5v+ is programmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).